Event description:
It was reported that the customer experienced an elevated blood glucose (bg) reading of "high" mg/dl on the meter. Customer went to the emergency room and was subsequently hospitalized due to experiencing diabetic ketoacidosis (dka). Healthcare provider identified dka as dangerous. A correction bolus was delivered to address bg prior to hospitalization. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2022 with no permanent damage. Reportedly, customer's non-tandem continuous glucose monitor (cgm) was not available, and customer did not have bg readings leading up to the high. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.